Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-oct-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e25140.

Event description:
Na.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a patient. There was no patient information at the time of this report. Return product is available for investigation. Method: results: I-stat lot#: e25140, *positive, I-stat lot#: s25135, negative, roche, negative, *false positive, the customer stated they use outpatient, I-stat troponin testing on low-risk patients that present at their urgent care clinics with recent-onset chest pain and have a normal EKG and a heart risk score <3. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).